Event description:
It was reported that the target lesion was located in the mid circumflex artery (cx). The balance middleweight universal ii (bmw u2) guide wire was advanced to the lesion. A trek balloon was advanced for dilatation, however it became stuck with the bmw u2 guide wire. So the trek balloon and guide wire were retracted together. A new bmw u2 guide wire was used with the same trek balloon to successfully complete the procedure. The final patient outcome is satisfactory. No adverse patient effects were reported. There was no clinically significant delay of the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.